Event description:
It was reported that when patient presented in the emergency room with pre-syncope episodes, upon device interrogation, loss of capture was observed on the device. Patient was sent to the lab and threshold measures and capture measures were taken. Programming changes were made. There was no noise observed from the manipulation of the device and leads. Device was explanted and a new device was implanted. Patient was stable.

Manufacturer narrative:
The reported field event of loss of capture was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.